Event description:
Customer bought and used lifestyles warming pleasure condoms that were expired. According to customer, she experienced irritation on the genital area a few hours after using the condoms. Customer said that she also developed an allergic reaction after a couple of days, as a result, she saw a doctor and antibiotics were prescribed to treat an infection.